Event description:
It was reported via social media that a patient death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At an unspecified date post procedure, the patient died. No additional information is known at this time.

Manufacturer narrative:
Date of event - estimated based on the aware date of (B)(6) 2022.

Manufacturer narrative:
Date of event - estimated based on the aware date of (B)(6) 2022.

Event description:
It was reported via social media that a patient death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At an unspecified date post procedure, the patient died. No additional information is known at this time.